Manufacturer narrative:
(B)(4).

Event description:
It was reported that the receiver display was frozen. No product or data was provided for evaluation. Confirmation of the allegation and a probable cause could not be determined. No injury or medical intervention was reported.

Manufacturer narrative:
(B)(4).

Event description:
The product was evaluated. An external visual inspection was performed and failed due to a cracked lcd screen. Pictures were taken. A receiver charge and boot was performed and passed. A functional test was performed and failed the touch test, which is relevant the complaint. The receiver log was download for review finding no errors related to the complaint. A touch screen manual test was performed and failed. The receiver case was opened, and an internal visual inspection was performed and passed. Confirmation of the complaint was confirmed. The probable cause was a damaged lcd. No injury or medical intervention was reported.